Event description:
It was reported by service report that the zoom works intermittently. Stryker technician could not duplicate the alleged issue and found the unit to be working to specification. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.